Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an aneurysm embolization procedure, the web device did not detach despite multiple attempts. The device was subsequently removed, and the physician completed the procedure using a different technique, specifically stent-assisted coiling. No patient injury was reported, and the patient outcome was described as fine.

Event description:
It was reported that during an aneurysm embolization procedure; the web device did not detach despite multiple attempts. The device was subsequently removed, and the physician completed the procedure using a different technique, specifically stent-assisted coiling. No patient injury was reported, and the patient outcome was described as fine.

Manufacturer narrative:
The investigation of the returned web system found the pusher broken at the hypotube-to-connector junction. Due to the condition of the returned device, the investigation could not perform continuity and resistance testing to further assess the alleged non-detachment issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces exceeding the pusher¿s tensile strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.